Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-23, information was received from an healthcare provider (hcp) regarding a patient who as receiving compounded baclofen (1000 mcg/ml) at 372.9 mcg/day (manufacturer and lot number was unknown) via an implantable pump; the patient's prescription had not changed over the previous 2 years. Indications for use included intractable spasticity and head/brain injury. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) of 2013, the volumes at refill were first noted to have "been off by more than a couple ml." On an unspecified date in (B)(6) of 2014, the actual reservoir volume (arv) was 2.8 ml and the expected reservoir volume (erv) was 8.5 ml. On an unspecified date in (B)(6) of 2015, the arv was 2.2 ml and the erv was 8 ml. On an unspecified date in (B)(6) of 2015, the arv was 2.2 ml and the erv was 7 ml. On 2015-11-23, it was reported that the arv was 7 ml and the erv was 1.1 ml no patient symptoms were reported; the patient was not complaining of a problem, or that they were symptomatic. The hcp noted that they had switched the medication supplier "a couple of years ago," but was unsure if the change in volumes coincided with the change in supplier. Additional information regarding pump medication details, troubleshooting/diagnostics performed, actions/interventions, causality, and resolution of the volume discrepancies has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no troubleshooting or diagnostics had been performed yet as the patient was asymptomatic. If the patient becomes symptomatic, a rotor study will be performed. The cause of the volume discrepancies was not determined and the volume discrepancies had not resolved.